Manufacturer narrative:
The technician replaced all the brake casters to resolve the issue.

Event description:
The information received indicates that the casters would swivel when the brake was engaged.